Event description:
Reported status: serious injury/medical intervention. Reported rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that the pt presented to the cath lab in 2009, with symptoms of acute coronary syndrome, dyspnea and a non st-elevation mi. The pt was also experiencing recurrent ischemia (10 minutes or more). This pt was refused for CABG by cts, as inoperable due to trachea. During the index procedure eight days later, the proximal lad lesion was predilated prior to stenting of the lesion with a xience v stent; however, after deployment of the stent, the mid portion of the lad appeared hazy upon further imaging, which was thought to be a dissection. A second xience v was placed in the proximal lad overlapping the first xience v stent. That pt was also treated in the mid lad with one xience v stent, and in the lmca with another xience v stent. The pt was reported as having chest pain post procedure for several days. She had low inhibition to plavix and was switched to prasurgrel. She developed c-diff. The pt was discharged to rehab ten days later. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident. Dissection and angina, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent, and may cause acute closure of the vessel, requiring add'l intervention. A conclusive cause for the reported pt effects and the relationship to the product cannot be determined.